Manufacturer narrative:
This report is filed november 24, 2013.

Event description:
Per the clinic, the patient became a non-user fo the device ten years ago (date not specified) due to minimal benefit. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; it is unknown if the patient was reimplanted with a new device, as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.